Manufacturer narrative:
(B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 03/13/2015. Expiration date: 01/31/2024. Part #: 456.318s, lot#: 7943725 (sterile) - 11mm/130 deg ti cann troch fixation nail 170mm - sterile. Lot was released to the warehouse on 03/13/2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient suffered a left femur fracture on an unknown date resulting in the patient having a trochanteric fixation nail (tfn) and a tfn blade implanted. The patient reportedly re-fractured the left femur below the original implant. A revision surgery was performed on (B)(6) 2015. All implanted devices were successfully explanted. There were no fragments generated during the surgery all devices were intact and removed without complication. The patient's status was noted to be stable at the end of surgery. This is report 1 of 3 for (B)(4).